Event description:
The hospital reported that the t.w. Power supply was not working properly. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the power supply cord was not returned. A pre-cautery test was performed with a reference extension cable, hemopro device, and the returned power supply. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint could not be confirmed. We are following up with the customer for additional info regarding how the procedure was completed and if the event occurred during preparation or use. A supplemental medwatch will be filed if additional information is received. (B)(4).